Manufacturer narrative:
Blocks a1 and a4:unknownblock f10:patient code - 2199 - no consequences or impact to patientdevice code - 1069 - breakdevice code - 3191 - failed to extendthese codes were selected by the manufacturer based on information obtained from the user facility and do not reflect any information obtained from the product analysis.block h10:a visual inspection of the suspect device found that the catheter sheath was detached from the strain relief; furthermore, the strain relief was bent. This damage to the device prevented actuation of the snare handle; the loop would not extend or retract.the condition of the returned incident device was consistent with the complaint of a damaged handle and difficulties extending the loop; the complaint was confirmed. Based on the catheter sheath detachment, this event has now been deemed reportable. A most probable root cause could not be determined.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure within the colon on (B)(6) 2010. According to the complainant, after inserting the device into the colonoscope, the snare would not fully extend from the catheter; the physician noted that the handle was broken and that the loop would only partially extend. The physician was able to remove this device and complete the procedure with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; catheter sheath detached.